Manufacturer narrative:
Added the following:a2-added date of birthd4-added catalog numberd6-added implant dateg3/g4 -updated date b3-updated description

Event description:
It was reported to gore a 25mm gore® cardioform septal occluder was implanted on (B)(6) 2023 to treat a patent foramen ovale in a patient with desaturation following a valve in valve tricuspid procedure. The lot number of the device is unknown. It was reported the patient presented to a different hospital for treatment, exact date is unknown. The fsa reported he was asked by a cardiologist at the hospital to look at an echocardiogram from this patient. It was reported this physician is not the physician currently treating the patient. The echocardiogram showed thrombus on both the right and left discs. It was reported the patient had a stroke. No further patient details or treatment plan is known.

Event description:
It was reported to gore a gore® cardioform septal occluder was implanted approximately four weeks ago to treat a patent foramen ovale in a patient with desaturation following a valve in valve tricuspid procedure. The implant date, implanting physician, and lot number of the device are unknown. It was reported the patient presented to a different hospital for treatment, exact date is unknown. An echocardiogram showed thrombus on both the right and left discs. It was reported the patient had a stroke. No further patient details or treatment plan is known.

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae, tia or stroke. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.